Manufacturer narrative:
Additional narrative: reporter is jnj representative. Investigation summary, investigation flow: damage. Visual inspection: the verse x25 inserter/tightener (part # 299704230, lot # gm4561901) was received at us cq. The tightener's distal tip was twisted and worn. The very distal portion of the tips was almost worn to the core. Due to the twisted/worn condition of the tip, device functionality was compromised. The twisted/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. A review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm4561901 was released in a single batch. Batch1: lot qty of 106 units were released on apr 27, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the patient underwent for a surgery. During the surgery, when the verse corrective cover screw was finally tightened with the verse handle for torque, the drive of the verse x25 inserter screwdriver lost its grip in the verse corrective cover screw. This caused the verse x25 inserter screwdriver to spin without transmitting any torque in the verse correction lock screw. The surgery was completed successfully without delay. There were no patient consequences reported. Concomitant device reported: verse corrective cover screw (part# 199721001, lot# unknown, quantity unknown), unknown facilitator (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report involves one (1) unk - drill bits: trauma. This is report 2 of 2 for (B)(4).